Event description:
Mde's engineering dept discovered that the cpu printed circuit board has a flaw in the artwork of the non-invasive blood pressure (nibp) circuit. The design of this circuit was intended to protect against any single point failure from causing an overpressure condition of the nibp cuff. Due to the flaw in the artwork, one of the three mechanisms in the design intended to prevent overpressure conditions will not work correctly if one specific component in the nibp circuit fails in a specific manner.